Event description:
The procedure being performed was a craniotomy. The pt was in the prone postiion. Upon locking into the mayfield base, torque at 60 pounds released. The pt sustained a scalp laceration.